Event description:
It was reported that three to four weeks post-op of three gastric bypass procedures that three patients returned with post-op leaks. A drain was inserted but no other treatment was communicated. Patient status is currently fine.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk. Additional information was requested and the following was provided: what device and what cartridge was used with the slr? Is there alleged deficiency with ech60r, endocutter that may have caused or contributed to the post-op leaks? Please provide detail with potential correlation. The surgeon has no idea, the only thing they've done differently in the last seven months was adding the ech60r. Could you please provide a timeline of events? Unknown. What is the current patient status? Nothing new to report. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.